Event description:
It was reported that the delivery system became stuck on the wire. A 6 x 120 x 75 eluvia self expanding stent and a boston scientific j tip guidewire were selected for a superficial femoral artery (sfa) stenting procedure. During the procedure, the eluvia stent was deployed satisfactorily in the patient's sfa. During removal, the delivery system became stuck on the wire. The delivery system and the wire were removed together. There were no patient complications.